Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the procedure, the suture could not be passed through the tissue smoothly, so the surgeon held the needle and pulled a little bit strongly, the joint part between the suture and the needle came off. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/6/2024. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: please provide the lot number: unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections: the device has been received at sukagawa and will be shipped. Please check rmao. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. The returned sample revealed that it was received one detached needle and a suture that pertained to product code z310h. In order to evaluate the conditions of the detached needle, the swage area and hole were noted with marks by a surgical instrument. In the hole was observed suture remnant. In addition, the suture was examined and the end was noted to be cut probably caused by a surgical instrument. In addition, the needle was passed through a tissue simulator and no abnormalities were noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.